Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they allege insulin pump under delivering. Customer stated they experienced high blood glucose and the blood glucose value was 30 mmol/l at the time of the incident. Customer was treated with needle. Customer stated insulin pump had occlusion alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The reservoir will not be returned for analysis.